Manufacturer narrative:
The insulin pump had a high idle current due to a faulty connector on the mother board. No weak battery alarms were noted. The insulin pump passed the self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery and displacement test. However, the insulin pump alarmed for a reset error after a battery change due to a faulty connector on the interface circuit board. The insulin pump was received with minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump had alarmed for a weak battery every two days. A new battery cap was shipped to resolve the issue. The blood glucose reading was 7 mmol/l.